Event description:
The customer initially reported to olympus that the evis lucera gastrointestinal videoscope had a pinhole leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter clogging the nozzle was found.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a scratch on the grip, water tightness was lost. In addition to the foreign matter found clogging the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, crack and white-clouded area, the grip was shaved, the color ring had a crack, the plastic distal end cover had a dent, the connecting tube had a scratch and wrinkle, the objective lens had a scratch, the protector of the universal cord on the scope connector side and on the control section side had a scratch, switch #4 and switch #1 had wear, paint on the air/water cylinder was peeled, paint on the suction cylinder was peeled, and the suction cylinder was shaved. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign matter was unable to be specified and it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Therefore, a conclusive root cause could not be determined. The following information stated in the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿: [inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.